Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon ps fem comp #7r-cem; cat# 5515f702; lot# ba37j. Triathlon prim cem fxd bplt #7; cat# 5520b700; lot# by64a. Triathlon asymmetric x3 patella; cat# 5551-g-381; lot# 6x7e. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
It was reported that patient's right knee was revised due to infection (unknown if clinically confirmed or identified). A 7x11 ps insert was swapped for a 7x9 ps insert.